Event description:
The hospital reported that during a hysteroscope air could enter in the tube system of the roller pump. Because of that, the patient has received an air embolism. With therapeutic measures the patient could be stabilized so that she could leave the intensive care unit without any further problems after 20 hours.

Manufacturer narrative:
The hospital informed that a hystero pump ii was in use during surgery. The air could enter in the tube system in the moment when the bag of the rinsing solution has been changed. The product is in our sales program since 10 years without similar events up to now. According our experience it is very unlikely that the pump could cause patient injury. To avoid such events and/or the occurrence of an air embolism the instruction manual involves repeated notes about the risk of developing of air embolisms by the penetration of air through the tube system in the body of a patient. The user is advised that the tube system must be completely fill with rinsing solution. Because of the available information we came to the conclusion that a handling error was the cause of the event. As we want to perform a full investigation service for the customer we asked the hospital to send us the hystero-pump for investigation, but in this moment we didn't receive the device. Richard wolf considers this matter closed. However, in the event additional information is received, we will provide FDA with follow-up information.